Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, fluoroscopy showed that the movement of the phrenic nerve was weaker than before freezing. Double stop and palpitations were performed. The case was completed with cryo. It's unknown if intervention or hospitalization were required as a result of this. No further patient complications have been reported as a result of this event.